Event description:
Reporter indicated a vns handheld computer was not performing as intended. Further attempts for information and product return are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.